Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an event on (B)(6) 2025 where needle was fractured. The site was patient's belly and infusion set was used for three days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.